Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer was able to load a previously used cartridge onto the pump. During follow up with tandem technical support, it was reported that the customer received another cartridge alarm 19 during the load process. Customer's blood glucose level was 197 mg/dl. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.